Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported migration (partial clip movement) is related to procedural conditions associated with the second clip interacting with the anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, enlarged atrium, and mitral annular calcification (mac). A mitraclip ntw was implanted without issue. To further reduce the mr, another mitraclip ntw (30606a1071) was inserted and advanced to the left ventricle (lv). However, it was determined that the clip was interacting with chordae. While retracting the clip into the left atrium (la), in an attempt to grasp the leaflets, it was observed that the first implanted clip was tilting with the tip of the clip biasing in the posterior direction. It was noted that at no point did the clip delivery system (cds) or the second clip interact with the first implanted clip, and that it was likely that pulling on the subvalvular apparatus affected the first implanted clip. Ultimately the second clip was implanted, reducing the mr to a grade of 2+. In the physician¿s opinion, the first clip did not have a complete single leaflet device attachment (slda) but had only partially come off the posterior mitral leaflet (pml). The anterior leaflet appeared stable with a good grasp. The motion of the clip appeared stable prior to and after placement of the second clip. There were no adverse patient effects and no clinically significant delay in the procedure.